Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported events of the stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use and stent partial deployment.

Event description:
It was reported that during the mca aneurysm procedure, upon delivering the stent (subject device) the physician encountered resistance when retracting the microcatheter to deploy the stent (subject device). The position of the stent was adjusted but was still unable to be deployed. Upon another attempt the first segment of the stent suddenly deployed at an unexpected location. Another stent was required to capture the half-deployed stent (subject device). The physician replaced it with a new device and continued the procedure without further clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the mca aneurysm procedure, upon delivering the stent (subject device) the physician encountered resistance when retracting the microcatheter to deploy the stent (subject device). The position of the stent was adjusted but was still unable to be deployed. Upon another attempt the first segment of the stent suddenly deployed at an unexpected location. Another stent was required to capture the half-deployed stent (subject device). The physician replaced it with a new device and continued the procedure without further clinical consequences to the patient.